Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that air bubbles were observed within the canister and a cartridge alarm occurred. Customer performed a supply change to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion and alarm 30 issue were verified, but the cartridge air bubbles issue could not be verified as cartridge was not returned.